Event description:
It was reported that during a pph procedure, the device cut but failed to fire the staples. The doctor had to suture around the circumference of the anus. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 10/15/2008. Information anticipated, but unavailable at this time.